Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer received results of 12.8 mmol/l and 3.8 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. The customer ate jelly beans and a biscuit; low blood glucose symptoms improved in 15 minutes and she felt better. No adverse event related to the device was reported. Requested return of suspect device.